Manufacturer narrative:
Manufacturer's investigation conclusion: review of the photograph submitted by the account, on-site photographs taken by an abbott representative, and device history record (DHR) documentation confirmed the report that the product labels applied on the received packaging for centrimag blood pump appeared different than abbott¿s approved labeling applied at manufacturing and revealed that the use by date was modified to a later date. On 16jan2020, the physician reported concerns regarding the labels applied on the packaging of centrimag products that had been received at the hospital. It was stated that the product labels appeared different than the labels applied on centrimag packaging previously received at the hospital. The physician submitted photographs of four blood pump cases, one of which was identified as centrimag blood pump per the information printed on the pump case label. The product was not returned to abbott for evaluation; however, an on-site inspection of the pump case and its internal contents was conducted by the abbott regional security manager. During the on-site inspection of the packaging for centrimag blood pump it was discovered that the seal on the pump case was missing and the unit box label seal was damaged, providing evidence that the packaging had been previously opened. In addition, within the unsealed unit box, the instructions for use (IFU) document was found placed over the pump tray instead of on the cardboard lid as intended, providing further evidence that the packaging had been previously opened. Despite the evidence of packaging tampering and labeling alterations, no damage was observed to the outer tray and the sterile seal remained intact. Furthermore, the blood pump showed no evidence of damage within the packaging. When the photograph of the pump case label submitted by the account and the photographs of each respective label for the pump case, unit box, and outer tray taken during the on-site investigation by the abbott representative were compared to the manufactured product labels scanned within the DHR for centrimag blood pump multiple discrepancies were identified. Most notable, the use by date on the altered labels were modified from the correct date of 2019-08-31 to the later date of 2021-12-31. Other discrepancies included the alteration of the thoratec corporation text and logo, missing printed product label document number, alteration of symbol appearance, and differing text spacing and spelling. A complete review of the device history record, including the verification of proper packaging and labeling, revealed that centrimag blood pump was manufactured in accordance with manufacturing and quality assurance specifications. Review of the DHR revealed that each respective label for the pump case, unit box, and outer tray were correctly manufactured with the intended use by date of 2019-08-31. The evaluation determined that no errors occurred during manufacturing and the three labels applied on the received packaging for centrimag blood pump were manipulated after the product was shipped from the abbott mcs zurich facility. However, the evaluation could not conclusively determine specifically when or where the label manipulation occurred. Abbott issued a recommendation to the customer not to use the product. The ous centrimag vad IFU explains that the centrimag vad is sterile and non-pyrogenic in an unopened and undamaged unit package. The user is warned to inspect each package and device carefully prior to use and not to use if any sterile seals are broken or if the package is opened or damaged. This document also instructs the user to check the date and integrity of the sterile centrimag vad package and warns that a back-up centrimag vad and components must always be available. In addition, the IFU includes a table showing all of the symbols used on the centrimag vad package and their description. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Labeling concern was reported, that the labels are different from usual labels received. No further information was provided.